Event description:
It was reported that during an unknown procedure, it was observed that they could not fire the stapler (psee45a) smoothly as it fired a little and stopped a little. Then after fired, noted the staples malformed (cecr45b ). Changed another one to use (cecr45b), during the surgery, could not fire without motor sound on the first firing . The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026 d4: batch #569c81 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two cecr45b reload(b,c) present. The reload(b) was received fully fired, the reload(c) was received unfired. The device was tested for functionality in the straight position with returned reload(c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, photos were provided and they showed the returned reload(b, c) in their packaging. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #a9e60y, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 569c81, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.